Event description:
It was reported that a device was used during an unknown procedure. The device fired an incomplete staple line. The case was completed with a like device with no patient consequence.